Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent revision of posterior mesh with ligation of a posterior mesh stitch and hysteroscopy on (B)(6) 2009 due to pelvic pain and abnormal uterine bleeding. It was reported that patient had a hysterectomy/bso in (B)(6) 2009 and release of right posterior arm mesh on (B)(6) 2012 due to pain.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent hysteroscopy, d&c and removal of endometrial polyp due to third degree cystocele, second degree rectocele and first degree uterine prolapse.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision, d and c and novasure endometrial thermal ablation on (B)(6) 2009 due to pain and bleeding.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.